Event description:
The customer reported that the v series monitor shuts down after 30 minutes of use. No patient injury was reported.

Manufacturer narrative:
Correction included replacement of v series v-dock.